Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer when the issue occurred, and the treatment was completed by using high fluoro. The philips field service engineer (fse) inspected the system on site and confirmed that system unable to perform cine. Review of the system log file showed that abnormal output voltage was observed in the r-cabinet of dcps, and there were instances where the tube current fell outside the acceptable range which indicate the adaptation data and mains settings were incorrect. Upon troubleshooting fse found that the system's input voltage was 380 v, which was not within the specifications for the generator, as the generator required a 400 v input. Despite adjusting the output to 400 v, the dc power supply error persisted. To resolve the issue, fse replaced the dcps (direct current power supply). The defective power supply was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform cine. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.